Manufacturer narrative:
The investigation determined that a (B)(6) result was obtained from a single patient sample when tested using vitros (B)(6) lot 2490 on a vitros 3600 immunodiagnostic system. The vitros (B)(6) result was expected to be (B)(6) based on a (B)(6) result obtained from a reference lab. A definitive cause of the (B)(6) result was not determined. Historical quality control (qc) results from vitros (B)(6) lot 2490 testing were acceptable indicating acceptable reagent performance. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros (B)(6) reagent lot 2490. A vitros (B)(6) lot 2490 reagent issue is an unlikely contributor to the event. An instrument issue is an unlikely contributor to the event, as there was no evidence to suggest an instrument malfunction. However, diagnostic precision testing on the vitros 3600 immunodiagnostic system was not performed and therefore, an instrument issue cannot be entirely ruled out. The issue was isolated to a vitros (B)(6) result from a single patient sample. It is possible a sample interferent contributed to the (B)(6) result, however this could not be confirmed. Pre-analytical sample processing could not be ruled out as a contributing factor as it was not determined whether the customer was following the sample collection device manufactures recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. (B)(6).

Event description:
A customer obtained a discordant, (B)(6) result from a single patient sample when tested using vitros (B)(6) lot 2490 on a vitros 3600 immunodiagnostic system. The vitros (B)(6)result was expected to be (B)(6) based on a (B)(6) result obtained from a reference lab. (B)(6). Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The discordant, (B)(6) result was not reported from the laboratory. Ortho has not been made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).